Event description:
It was reported that the right atrial lead exhibited noise. On (B)(6) 2013 the noise could be reproduced with arm movement. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.